Event description:
It was reported that during pcoma (posterior communicating artery) aneurysm embolization case, after the coil (subject device) was delivered to go into aneurysm, the operator pulled it back a little for adjustment and when the it reached tip of microcatheter it detached unexpectedly. The operator replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual test, the coil delivery wire kinked/bent, the main coil was found to be stretched, and the main coil was found to be detached/separated. A functional test was not performed as the reported event was confirmed during visual; analysis. The reported complaint was confirmed during device analysis. The device failed to meet specifications when received for complaint investigation based on damage noted to the device during the analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis and the coil delivery wire was noted to be kinked/bent. The main coil was returned detached. The main coil was stretched. It is probable that these abnormalities were caused as a result of handling of the device during the clinical procedure, therefore an assignable cause of handling damage will be assigned to the reported and analyzed ¿main coil prematurely detached/separated during use¿ and the analyzed ¿coil delivery wire kinked/ bent.¿ the as analyzed 'main coil stretched¿ will be assigned procedural factors as this issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during pcoma (posterior communicating artery) aneurysm embolization case, after the coil (subject device) was delivered to go into aneurysm, the operator pulled it back a little for adjustment and when the it reached tip of the microcatheter, it detached unexpectedly. The operator replaced it with a new device and continued the procedure without clinical consequences to the patient.